Event description:
The customer reported while running a self-test, defibrillator not tested message is appearing on the screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.